Event description:
Diabetes patient was hospitalized in 2006 due to hypoglycemia. There was no allegation of device failure or problems at this time. The next day he contacted insulet customer support to ask questions about the device function. After approximately 20 minutes on the phone the patient stated he was not feeling well. He said he was "worn out and tired from being in the hospital all night." Cs rep suggested that he test his blood glucose which he did and got a result of 126 mg/dl. Approximately 5 minutes later he again stated he wasn't feeling well and he was asked if anyone else was at home with him. The cs rep continued to review the history on the device with the patient when it was noticed that the patient was exhibiting signs of hypoglycemia (lethargic, inability to answer questions or follow directions, etc). The cs rep suggested he get some sugar or juice. Patient agreed and put down the phone and could be heard moving around the room and then stopped responding to questions or prompts. Cs rep contacted local police and an ambulance was dispatched to the patient's home. Patient was treated at the scene (given oral glucose) by emt's, transported to hospital, and released the next day.

Manufacturer narrative:
The blood glucose measurement function of the pdm was being used at the time of the incident. Emt's on the scene noted that he had sugar or some other substance on his fingers. This may have caused a false normal or high bg reading before it was cleaned off. No further issues reported. Patient has been contacted several times since the incident date to request return of the product for evaluation. He has not yet done that. Evaluation will be performed if the product is returned.